Manufacturer narrative:
The date of the event is unknown; however, the case report was received on january 20, 2026 . Therefore, the date the case report was received was used as the occurrence date. Left ventricular outflow tract obstruction (lvoto) is a well recognized postoperative complication in patients undergoing transcatheter aortic valve replacement (tavr). In most cases, postoperative lvoto results from prosthetic valve protrusion into the lvot or malpositioning of the valve within the subvalvular region. Obstruction may also arise secondary to a thickened interventricular septum, a hypercontractile left ventricle or atrial fibrillation. Another form of lvoto, known as "suicide ventricle", is a rare but severe phenomenon. It occurs when the abrupt relief of aortic stenosis after valve deployment leads to dynamic lvot obstruction, particularly in patients with small ventricular cavities or significant myocardial hypertrophy. The degree of obstruction can substantially impact cardiac output and hemodynamic stability. Inaccurate valve deployment typically stems from user error or a combination of patient specific and procedural factors. In some cases, lvoto can cause significant hemodynamic compromise requiring immediate intervention, including fluid resuscitation, vasoactive support, or mechanical circulatory assistance such as extracorporeal membrane oxygenation (ECMO) or intra aortic balloon pump (iabp) insertion. In severe or refractory cases, surgical explantation of the transcatheter heart valve (thv) with corrective intervention may be necessary. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In this case, there was no allegation or indication that a product malfunction contributed to this adverse event. Investigation results suggest/indicate that patient factors (abrupt relief of aortic stenosis, a small lv cavity, and myocardial hypertrophy) contributed to the obstruction. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported from japan through the case report "a case of suicide left ventricle immediately after valve deployment during transcatheter aortic valve implantation under monitored anesthesia care (mac-tavi), successfully rescued by ECMO introduction" by author yuki maeda, mac-tavi was planned to avoid acute exacerbation of interstitial pneumonia. A central venous catheter and a temporary pacing catheter were placed via the right internal jugular vein. At the time the aortic valve was reached via femoral arterial approach, the ECG showed sinus rhythm, blood pressure was 124/52mmhg, and central venous pressure was 7 mmhg. After balloon aortic valvuloplasty, a sapien 3 ultra resilia valve was deployed under rapid pacing. Immediately after valve deployment, a sudden drop in blood pressure was observed. Based on left ventriculography findings, suicide left ventricle was diagnosed. Fluid resuscitation was performed via venous access and the pigtail catheter; however, systolic blood pressure remained in the 30mmhg range. Adrenaline was administered through the pigtail catheter, and cardiopulmonary resuscitation was initiated while ECMO was established. Immediately after ECMO initiation, ventricular fibrillation occurred and was treated with defibrillation. Sinus rhythm was promptly restored, and hemodynamics improved. ECMO was subsequently weaned, and an intra-aortic balloon pump (iabp) was placed before completion of the procedure. General anesthesia was induced intraoperatively, and the patient was intubated and managed with positive pressure ventilation. No apparent central neurological deficits were observed. The patient was extubated on postoperative day 4. In this case, it was considered that the abrupt relief of aortic stenosis combined with a small left ventricle, myocardial hypertrophy, and impaired pulmonary condition prevented sufficient circulation from the right to the left heart, resulting in suicide left ventricle.

Manufacturer narrative:
A supplemental MDR is being submitted for correction per administrative review. The following sections of this report have been updated: b3. The date of the event is unknown; however, the case was presented as general presentation 3 (case report) at the annual meeting of the japanese society of cardiovascular regulation medicine on (B)(6) 2025, therefore, the date the case was presented used as the occurrence date.